Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased capture threshold and an impedance problem noted on the right ventricular (rv) lead. Some reprogramming changes were suggested, but no intervention was performed to resolve the event and the patient was in stable condition.

Event description:
New information was received that the device was reprogrammed to resolve the event and the patient was in stable condition.